Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
From: product complaints: productcomplaints@bd.com. Sent: friday, february 21, 2025 1:39 pm. To: product complaints: productcomplaints@embecta.com. Subject: fw: nano needles. Hello team, I hope this email finds you well. Please review the email below and kindly assist the customer. Subject: nano needles. My husband has been using your brand of needles for his insulin pens for many years. Medicare pays for them but co-pay for 4 boxes, after insurance, was (B)(6); while we have paid this much in the past, we would like to bring to your attention that for every 5 needles that work 1-2 do not. We cannot afford this! Unsure what has changed but something has. We hope you will look into this and await your reply.